Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). During a tibia plateau leveling osteotomy of a dog, the saw heated excessively when cutting. This required interruptions several time as the saw was too hot to be handles. The veterinarian was not burned as he would stop use when he could not handle the heat of the device. The procedure time was extended by 15 minutes as a result. There was no consequence to the dog.

Manufacturer narrative:
Investigation: the investigation was carried out by ats. The device is according to the specifications, no deviation could be found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the device is according to our specifications. We exclude a material or a manufacturing related error. Corrective action: according to sop (B)(4) CAPA is not necessary.